Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid reported at 16 mg/cc. The indication for use was not reported. A motor stall was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was reported as explant. The interventions and actions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. B)(4) no longer applies. (B)(4) no longer applies. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s weight at the time of the event was 86.6 kilograms. However, conflicting information noted that the patient¿s weight at the time of the event was (B)(6). The motor stall occurred on ¿(B)(6) 2017 (or two weeks before)¿. The cause of the motor stall was not determined. The patient experienced a headache related to the motor stall. The patient went to the emergency department and had the pump replaced. The patient¿s relevant medical history included failed back surgery syndrome, pacemaker [use], and diabetic neuropathy.

Manufacturer narrative:
The pump was returned and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid (hydromorphone) [16.0 mg/ml] at 4.004 mg/day and bupivacaine [ 20.0 mg/ml] at 5.005 mg/day. Result code 3233 and conclusion code 11 no longer apply. If information is provided in the future, a supplemental report will be issued.